Event description:
(B)(4) coordinator called galil medical on (B)(6) 2015 to inform the clinical department of a recent hospitalization. In preparation for solstice month 1 follow-up visit, it was discovered through reviewing the subject's medical records that the subject visited the emergency room following the cryoablation procedure. Subject (B)(6) received study treatment on (B)(6) 2015. Records indicated that three days later subject visited the emergency room on (B)(6) 2015 and was admitted for overnight observation for pain and hemoptysis and some shortness of breath. Records stated the subject, underwent CT-guided cryoablation on (B)(6) 2015 of a pulmonary nodule. His course was complicated by right pneumothorax that required chest tube placement. The chest tube was subsequently removed and he was dismissed on (B)(4) 2015... (The report also stated) approximately 6-7 episodes of hemoptysis... And right-sided chest and back pain with deep inhalation... And endorses some associated shortness of breath. Follow-up information from the site states that the physician believes the event is best characterized as hemoptysis (bronchopulmonary hemorrhage).

Manufacturer narrative:
No further information was made available from the customer. Neither the needles nor the system were returned for analysis. No investigation of the needles or system is warranted as the reported issue does not imply a failure of galil medical's products. This event represents a known inherent risk of a lung cryoablation procedure and is identified in the labeling as a potential adverse event.